Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) canada alleging that an unspecified lfs brand meter would not power on. At the time of the call, the patient also reported that she was unable to obtain a blood sample using a lfs brand lancing device. The patient claimed the lancet would not penetrate into her finger. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged power issue with the subject meter and the lancing device began at the same time; three days prior to contacting lfs. The patient informed the csr that she manages her diabetes with oral medication (metformin). The patient denied taking any action regarding her usual diabetes management regimen due to the alleged meter and lancing device issue. 8 hours after the alleged issues started, the patient reported that she developed symptoms of "shaky, dry mouth and dizzy". The patient informed the csr that she associated the symptoms with a high blood glucose; however, it is not known if the patient treated self or received medical treatment in response to the symptoms. The patient reported that on (B)(6) 2012 at 10am, she called her doctor and was advised to continue taking her oral medication (metformin) and avoid sugar rich food and to take the meter to a drugstore for replacement. At the time of the call, the patient did not have the subject meter or lancing device with her to troubleshoot the alleged issues. Replacement product was sent to the patient. These complaints are being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter and lancing device issues started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.